Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported angina and re-stenosis are listed in the instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that approximately fourteen months post stenting procedure in the proximal left anterior descending artery with one 3.0 x 28 promus stent, the patient experienced intermittent chest pain and was subsequently hospitalized. On (B)(6) 2010, the patient underwent percutaneous transluminal coronary angioplasty and stenting with a promus stent for distal edge in-stent restenosis in the mid left anterior descending coronary artery. The patient's condition resolved and the patient was discharged on (B)(6) 2010. Additionally, it was reported that the patient was hospitalized with angina on (B)(6) 2010 and underwent a non-target vessel revascularization. There was no adverse patient sequela reported. Though requested, there was no additional information provided.